Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the powerglide midline catheter was missing the safety clip. Clip is used in the process when removing the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a failed safety mechanism is confirmed; however, the exact cause is unknown. Two photographs of a powerglide pro were returned for evaluation. An initial visual observation of the first photograph showed the complaint sample where the catheter was deployed but the safety failed to activate. The safety mechanism was observed to be in the powerglide housing. The tip of the needle was observed to be exposed. The second photograph showed a powerglide pro where the safety mechanism operated as intended and covered the needle tip. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.